Event description:
Inappropriate sensing for fib zone was reported. During dft testing, the device binned all complexes as sinus and the patient had to be externally defibrillated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of sensing anomaly could not be verified in the laboratory. The device's function tested normally on the bench and on the automated electrical test system. When reviewing the egm strip returned with the device, no anomalies were observed. The device charged and delivered normally.